Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had swelling on the left arm post prophylactic anticoagulation cessation. A cat scan showed subclavian vein thrombosis and obstruction. Anticoagulation was recommended however patient preferred to have a whole device and lead explant procedure. No further information available.

Event description:
New information received notes that the patient elected not to have their system extracted. Instead patient has chosen to stay on anticoagulation, which appeared to have resolved the issue. The patient has remained in a stable condition throughout the event.